Event description:
Customer reports the room was being prepped for a patient when noted table would not move correctly in the head to foot movement. Customer does have other rooms available to perform these procedures in.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer trouble shot report of no head-to-foot movement and found the linear pot for long movement disconnected from the bracket. Fse re-attached the linear pot and verified operation per service manual. Unit returned to full service by the customer.